Event description:
Chair alarm in place and activated as observed by the green flashing light but, not alarming. Patient got up from the chair and the alarm did not alarm. No patient harm. Biomed came and removed the alarm from the nursing unit. Biomed assessed the alarm and determined it was a problem with the software freezing up. Biomed will return the alarm to the manufacturer - date to be determined.